Manufacturer narrative:
The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.